Event description:
The customer reported that the system stopped working during a procedure and a filament error was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. A filament calibration was performed during the service call. The system was tested and found to be working as intended and put back into service.